Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # (B)(4), batch #4298978. It was reported by the customer that the residue was found on the plunger tip while drawing up medication. Verbatim: rcc received a complaint via email. Email(s) attached. Event date: (B)(6) 2025 . I was drawing up inflectra in the IV, I was turning the syringe to get bubbles out and noticed a residue on the plunger tip, I did have to waste medication as unsure what the residue is. Po: (B)(6), item: (B)(4), serial/lot number: (B)(6).

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 4298978. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.